Event description:
This report is to correct info made in error to another medwatch report on 04/11/2019. The event date was (B)(6) 2019 not (B)(6) 2019. There were no disability or perm damage. No harm to pt. The ceramic tip of the resectoscope broke off. Dr was performing an elective turbt with the resectoscope, it was noted that the tip of the resectoscope was broken off during the procedure. The collection bag at the end of the bed was searched and the piece was found. The piece completed the scope. Per description, tip was found no harm. Will report product defect as appropriate. Sps has taken product out of inventory for use. New sheaths were ordered and are now in use with the scope. FDA safety report (B)(4).

Event description:
The ceramic tip of the resectoscope broke off. Dr was performing an elective turbt with the resectoscope. It was noted that the tip of the resectoscope was broken off during the procedure. The collection bag at the end of the bed was searched and the piece was found. The piece completed the scope. FDA safety report ID# (B)(4).